Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted parent information.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 1 in the left eye(os) post treatment. Oral steroid (medrol dose pack) and topical steroid dosage was increased. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of good vision and comfort. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.00 x -2.50 x 74, left eye pre-op 20/20 -2.50 x -3.00 x 64.